Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021.

Event description:
The customer reported that the unit is not turning on. The biomed inspected the power cord performed est performed sst. Also checked air flow accuracy checked oxygen flow accuracy checked pressure accuracy checked peep system verified breath rate accuracy verified gas volume accuracy verified oxygen accuracy checked heated exhalation filter heater, checked power fail alarm. The customer reported that the unit was not in use on a patient. The biomed replaced filters and replaced battery back up system to address the reported issue.